Event description:
The customer reported the system displayed a "file check system" error message. The fe indicated the software was corrupted. This error message is caused by improper shut down of the device. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the system software and calibration files. The system operates as intended.